Event description:
I have a codman certas plus programmable ventriculoperitoneal shunt manufactured by integra lifesciences implanted in my brain. I was told and given studies done before choosing this particular brain implant and told it was magnetic resonance imaging resistant up to 3 tesla and because I am a MRI technologist, I needed a shunt I could have implanted and work safely. My old shunt was no longer functional after 20+ years. I chose to have a new one placed for a better quality of life. Since implantation, I have had nothing but problems with the shunt randomly adjusting the pressure in my head, causing pretty bad symptoms. Luckily, I was given the device to fix it myself by the neurosurgeon's pa, allow for me to not have to go to the neurosurgeon or emergency room every week. Its been 4 years of dealing with the constant settings changes and multitude of symptoms that come along with it. I have filed a formal complaint with the company with no resolution yet, nor any concern to reach out to me to test my device and create a resolution. The surgeon also brushed it off like they did not know the cause of the malfunctions, and instead of investigating this 4 years ago, they just gave me the controller myself so I could have my husband adjust it when it goes wrong, which is far too often. I am certain it is causing permanent damage with all the fluctuations happening with my intracranial pressure, on an already damaged brain from years of overshunting.